Event description:
It was reported that there was particulate matter (pm) discovered on an exactamix vented, high-volume inlet. The pm was described as ¿dirt was evident on the set¿. This issue was observed when opening the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured in october 2024. H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the actual sample and photo showed a dark ink-like smudge marks on the surface of the tubing and on the inside of the clear plastic packaging material. The reported condition was verified. The causes of the reported particulate matter are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing/packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.